Manufacturer narrative:
We recently revised our MDR reporting procedures based on feedback from a recent FDA audit that was conducted in 2013. Once the changes were made to the procedures, we conducted retrospective review of our product complaints and MDR files. The attached MDR report is being filed as result of those changes we made to our internal MDR reporting procedures. An initial medwatch is being generated to file this complaint as a serious injury. Upon completion of the investigation, it was noted that the device was sent to the supplier for investigation. The supplier was able to duplicate customer¿s complaint. Unit received, works intermittently after 15-20 minutes warm up. Further investigation revealed that the controller bd had a defective cn201 (cap network). Unit requires updates on controller and audio & hw on audio board. Unit was tested for 4 hours and observed without any failure. Maximum separation from all esu's is required. Undated software controller bd and audio bd. Retested unit and unit passed on final acceptance test. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.

Event description:
Malfunction was noted during surgery. The device spoke output value and raised output power suddenly. There were no adverse consequences to the patient. Affiliate returned the cmciii generator a second time for evaluation; therefore, this complaint was reopened on (B)(4) 2013 to perform the respective evaluation. We recently revised our MDR reporting procedures based on feedback from a recent FDA audit that was conducted in 2013. Once the changes were made to the procedures, we conducted retrospective review of our product complaints and MDR files. The attached MDR report is being filed as result of those changes we made to our internal MDR reporting procedures. An initial medwatch is being generated to file this complaint as a serious injury.